Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not working properly. During the procedure, the tubing was found to be kinked; therefore, it was straightened. No components were replaced. There were no patient complications.